Manufacturer narrative:
The unit was not returned to natus therefore a failure investigation could not be performed to identify the root cause. A replacement unit was sent to the customer. This is an isolated incident.

Event description:
Plastic part (sleeve) in camera pole for cyclops broke while moving cart out of elevator. Wheel got caught. This caused the video extension to tip over. Nobody was injured.